Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they laid down and went to sleep. The patient's husband attempted to wake the patient up but she was unresponsive so he called emergency medical technicians (emt). When the paramedics arrived, they checked the patient's bg and it was 39 mg/dl. The cgm value was not provided. The patient was taken to the hospital due to a "diabetic coma". While in the hospital, the patient stated they were sedated and was discharged after two days. No treatment information was provided. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.